Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient's son on (B)(4) 2011 and obtained the following information. The patient claimed the alleged issue began at approximately 4pm on the day he contacted lfs for assistance. The patient's son stated he manages his diabetes with novolog insulin based on a sliding scale and tests his blood glucose 3-4 x per day. The patient reportedly took his usual dose of medication in response to the alleged high reading. The son claimed that the patient was "incoherent and not making any sense" so he immediately tested him with the subject meter and obtained a blood glucose value of "110mg/dl" and then within 10 minutes tested him again and obtained a value of "148 mg/dl." He reportedly treated him with a peanut butter and jelly sandwich and retested him the reported reading was still high (result unknown) and his symptoms did not improve. The son stated he contacted the paramedics and when they arrived 15-20 minutes later, they tested him using the hcp meter (unknown brand) and obtained a value of "30mg/dl." The patient was treated by the paramedics with IV glucose and declined going to the hospital. The paramedics left when the patient began to feel better. The son could not specify any prior readings obtained with the subject meter. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. An approved sample site was used to obtain the result(s) from the subject meter. A quality control solution test was reportedly performed at the hospital but the result was not known. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. The subject test strips were also returned but testing has not yet begun. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (01/09/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter involved with this complaint has been returned and evaluated by product analysis on december 13, 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.